Manufacturer narrative:
(B)(4). This complaint of over-prime was not confirmed due to a lack of sample and batch review was not performed since lot number information was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(6) regarding solution coming out of the patient line on the homechoice (hc) unit during prime. The hp stated she had noticed the patient line leaking during priming and was concerned the supplies would be contaminated due to the leak. The technical service representative (tsr) explained how the patient line primes and advised that some fluid runoff can sometimes be expected. The tsr advised the hp to raise the patient line slightly in the blue organizer to prevent the leaking. The hp confirmed to call back with any further concerns. No additional information is available at this time.